Event description:
The hospital reported that during the saphenous vein harvesting procedure, the conical tip broke off the uniport plus while performing the dissection portion of the case. An additional incision was made to retrieve the conical tip from inside the patient's leg. Prior to completion, when the uniport plus was being removed from the leg, the vein was torn. The surgical assistant repaired the vein and the case was completed without any additional complications. The patient was reported to be doing fine post-op.